Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device failed to start up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that it has been 6 years and 1 month since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of power supply board or video processing board due to aging. If additional information becomes available, this report will be supplemented.